Manufacturer narrative:
Additional information: additional information indicated that the complaint lens was an alcon lens which was loaded backwards (not a johnson & johnson lens). That the surgeon removed the wrongly inserted lens and inserted another alcon lens. Corrected data: upon further review, since the complaint was against the competitor's lens and there is no allegation against a johnson & johnson device; therefore, the event no longer meets a reportable criteria and no additional report will be submitted under the manufacturing report # 3012236936-2025-0002591. The following codes are no longer applicable: section h6: health effect - impact code: 4625 - additional surgery. Section h6: health effect - impact code: 4631 - more complex surgery. Section h6: device code: 4009 - ejection problem. The following codes were added: section h6: health effect - impact code: 2199 - no health consequences or impact. Section h6: device code: 2993 - adverse event without identified device or use problem. Section e1: dr. (B)(6). It should be noted that this event was reported to alcon. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Section a3a, a3b, a4, a5, a6: unknown, information was requested but not available. Section d4: catalog number: unknown, a complete catalog number is unknown, as the serial number was not provided. The bast estimate is a dcb00 device. Section d4: serial number: unknown, information not provided. Section d4: expiration date: unknown, as the serial number was not provided. Section d4: UDI number: UDI number is unknown, as the serial number was not provided. Section d6a: if implanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section d6b: if explanted, give date: not applicable, as lens was removed/replaced during the same surgery. Section e1: initial reporter's first name: unknown, information not provided. Section h3: the device was not returned for evaluation and the serial number for this device is unknown/not provided; therefore, no further product investigation can be performed. Should any further relevant information become available a supplemental medwatch will be filed. Section h4: device manufacture date: unknown, as the serial number was not provided. An attempt has been made to obtain missing information; however, to date, the information has not been received. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that a preloaded, monofocal intraocular lens (dcb00) was inserted backwards during the procedure on the final patient of the day. The lens was cut out and removed from the patient's left eye and replaced with a new intraocular lens. The surgeon employed sutures to facilitate the sealing process. The lens used was a non-johnson & johnson lens. No further information provided.